Event description:
Complaint rec'd reporting catheter balloon inflation problems with use of three (3) 41239-06 td catheters. The catheters were all successfully pre-tested with no inflation anomalies and/or performance issues noted. There were no reported adverse pt consequences.

Manufacturer narrative:
Add'l lot # unk. MFR's investigation and analysis: device return: one used 41239-06 td catheter was returned for analysis and investigation. Visual inspection confirmed the returned catheter balloon was torn/damaged. Microscopic analysis verified the balloon was intact, no missing fragments. As part of the MFR's continuous improvement initiatives a multi-discipline team was initiated to perform in-depth analysis of this issue; determine the root cause(s) and implement appropriate corrective actions. Status of the activities include: functional data obtained from production lots and engineering studies were reviewed. No trends/failures in performance were found. A review and analysis of raw material data was conducted. The analysis noted that new lots of the balloon material (polyisoprene) are rec'd every 6 months, but consumption can vary based on order demands. Potential root cause: polyisoprene is continually aging, balloons manufactured with older material, when subjected to certain conditions (shipping, heat, etc.) May experience material degradation/deterioration. A detailed engineering study designed to test add'l attributes of the raw materials aging properties is in progress. Balloons were manufactured and are being tested pre-sterile, post-sterile, post-thermal cycled and post-aged (60c for 13 days). As an interim measure the raw material shelf life has been changed (from 3 yrs from the date of manufacture to 1 yr from date of manufacture) to address any potential contributing material aging factors. Lot record reviews: a review of the mfg lot database for the reported lot# 20-650-jw (mfg date 09/2012) shows (B)(4) were manufactured, tested, inspected, and released. Conclusion: visual analysis of the one returned used 41239-06 catheter confirmed the reported balloon inflation problem. The exact cause of the reported product issue is unk at this time.